Event description:
It was reported to philips that during a rotational scan the longitudinal table position changed. The clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
The engineer checked the system and found the issue was not repeating; the system is now working properly. The client was informed of the resolution and the equipment was returned to use.this report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).